Event description:
It was reported that when using the bd pyxis¿ medbank tower, the user was unable to issue the medication (50ml sodium chloride 0.9%), and the item was not found in the add-non-profile item list, although it appeared in the cycle count. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-oct-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to issue the medication. The technical support specialist (tss) identified that the user was searching for the item by typing sodium chloride and the item did not show in the list. Tss then typed 50 ml sodium and the user confirmed that the item was showed in the add non profile item screen. The system functioned as intended after the technical support specialist troubleshot the device.